Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician placed a taxus express2 drug eluting stent, unk size, to an unk vessel approximately 6 months ago. The patient stopped taking plavix 1 week prior to thrombosis. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.